Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing of the electrode belt, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the patient death. The monitor sn (B)(4) has been returned to zmc and the evaluation is currently underway. A review of downloaded software flag files on the day of the event was performed to assess the functionality of the monitor. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was in a nursing facility and was unconscious at the time of the event. The patient's nurse reported that the device started alarming and that she initiated CPR. At 16:36:46 on (B)(6) 2018, the lifevest detected an arrhythmia. The patient's rhythm was vt at 190 bpm. The patient's rate slowed to 140 bpm with varying amplitudes. The detection of the arrhythmia stopped at 16:37:27. Following the arrhythmia detection, the patient's rhythm degraded to asystole with sporadic electrical activity and CPR artifact. The patient later passed away. The lifevest properly detected the arrhythmia. The patient was not treated due to the rate falling below the treatment threshold.